Event description:
Procedure: wedge resection. Reportedly, the dlu exploded into lung tissue. Plastic pieces fell inside the lung region. Surgeon not sure if all pieces were retrieved. Used another. No further pt injury reported.